Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed ¿reservoir volume empty.¿ the surgery was performed on friday, and the pain pump was scheduled for discontinuation on wednesday. Settings were reviewed multiple times, and the remaining volume showed 0 ml, although the patient and family stated medication was still visible in the cassette. The pump could not be restarted due to 0 volume remaining. The pump was turned off, and the patient/family were advised to contact ane as per discharge instructions and to call the hotline if needed. The patient stated pain level was fine but did not have any prescribed oral pain medication. The event occurred during patient use, with no harm reported. It took place during infusion at the patient¿s home, and the device was operated by a healthcare professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.